Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were not confirmed. And a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the visera elite ii video system center when turned on, had complete blackout of the touch display. Also, the monitor had no image, even when the camera was connected. The issue occurred during maintenance, and there was no procedure involvement. There was no patient harm associated with the event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.